Manufacturer narrative:
On (B)(6) 2016: tandem technical support (cts) reviewed pump data logs and cts did not identify any specific load discrepancies, however the customer could not recall specific dates of occurrences to confirm. The customer reported no further issues since the reported event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty loading a cartridge and completing the load sequence during multiple occasions. Reportedly, the customer's pump had displayed 0 units of insulin. The customer's blood glucose level was not impacted.